Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.

Event description:
The customer, head of the accident surgery, reported via our sales rep, that a patient underwent a revision surgery due to a gamma nail breaking approximately 4 months after per-trochanteric surgery. The customer gave the information that the patient has first aid and a long gamma nail was implant, revised in 2009. Further information such as x-rays and surgery report are already requested.